Event description:
It was reported to philips that after the customer installed a new ac module into the device, the led lights for the device would not remain on. It was noted by the customer that they had to reseat the ac cord in order to reactivate the led lights. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.